Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to peeling of acoustic lens (damage level; does not expose the glue-layer), displayed ultrasound image is defective. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited due to peeling of acoustic lens (damage level; does not expose the glue-layer), displayed ultrasound image is defective. There were no reports of patient involvement.

Manufacturer narrative:
This report was sent in error. "The bronchofibervideoscope exhibited peeling of acoustic lens (damage level; does not expose the glue-layer), displayed ultrasound image is defective." Is not a reportable malfunction of the device. As this would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 05/12/2025. Additionally a correction is being made to h11 of the previously submitted emdr. H11: this report was sent in error as the allegations (peeling of acoustic lens and defective ultrasound image) would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.